Event description:
A health care professional (pharmacist) reported that they "had been informed that an (adc) meter had been found in a hotel and (a) staff member accidentally pricked their finger" with adc lancing device. It was further reported that the hotel staff member had their blood taken at a local health care facility for unspecified tests to be performed. No other information was provided by the caller. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
Please note: the lancing device is not labeled for single use, however, the lancets are labeled for single use. All pertinent information available to abbott diabetes care has been submitted. Note: the manufacture date of the lancing device is unknown. This is a final report. It was reported that the lancing device will not be returned; hence no product investigation will be undertaken.